Event description:
Customer called to report that insulin pump alarmed a compromised force sensor system alert during the reservoir and infusion set change. It was reported that loose drive support cap is loose, and protruding. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).